Event description:
During routine inspections of patient lifts, biomedical technicians have noted on several occasions that clinical staff are improperly inserting a steel peg that is used to select lift specifications based on patient weight. These lifts can be manually configured by end users on a case to case basis to bear one of three weight loads (350, 450, 600+ pounds). The primary support arm of the lift has three holes bored into its steel frame. After selecting the most appropriate setting based on the patient's weight, a staff member must insert a steel peg through a hole in the frame of the arm that encases an internal hydraulic piston containing a single corresponding hole. However, the piston does not extend fully throughout the length of the steel frame. This makes it possible for staff to lift the steel frame sufficiently high enough that they are able to insert the peg in the front of the piston rather than feeding it through its designated hole. This change in the location of the steel peg not only alters the load capacity of the lift, but it also creates a secondary problem. In demonstrating the effects of this "user error", the lift exhibits a downward "free fall" for a brief moment. In short, the support arm falls suddenly for a few inches until the piston rams against the peg that was improperly inserted. This jerking motion could be an unsettling and potentially harmful experience for patients.